Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had fractured. Several noise events were noted as well as a small increase in impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.